Event description:
The customer initially called to report a blank display, a battery out limit alarm and a non-responsive button on the insulin pump. The customer later called back and stated that she was hospitalized with a high blood glucose reading of 505 mg/dl. The insulin pump was replaced after the initial phone call. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response on the down arrow due to a corroded keypad trace. No blank display or battery out limit alarms were noted. No damage was found on the electronics.